Event description:
It was reported that the patient presented for aveir leadless pacemaker implantation. During the initial ventricular leadless pacemaker (lp) implantation, the catheter inappropriate jumped toward the apex when the protective sleeve was pulled for pre-mapping, leading to abnormal current of injury inversion and high pacing impedance, raising suspicion of perforation. A subsequent drop in blood pressure and patient arrythmia prompted imaging which revealed pericardial effusion. The ventricular lp implantation was abandoned, the catheter removed, and the patient stabilized under observation. The procedure then proceeded with atrial (ar) implantation, which was complicated by high pacing thresholds causing capture failure. After finding an acceptable site, screwing was performed, but resistance by the catheter going into tether mode led to repeated redocking attempts; ultimately, the device unintentionally released from the catheter without pressing the release button. Catheter tether damage was noted. Since device measurements were acceptable, the procedure was concluded. The patient remained stable, with atrial implantation completed successfully and ventricular implantation abandoned on (B)(6) 2025.